Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the insulation fell off from the edge of the unit's blade. The surgeon discarded and used a new one. There was no patient injury.